Event description:
The pt was scheduled for an insertion of a central venous catheter and liver biopsy. During the process of catheter placement, the pt's condition and vital signs deteriorated to cardiac arrest. Despite numerous resuscitation attempts, the pt did not survive.